Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that a cartridge alarm occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Reportedly, customer loaded a new cartridge to resolve the issue. Customer's blood glucose was 138 mg/dl.